Event description:
The customer reported via phone call that they received a motor error alarm during the rewind process. Customer's blood glucose was 125 mg/dl. The customer stated the insulin pump was not exposed to a high magnetic field. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, belt clip slot, cracked battery tube threads, minor scratched display window and stained end cap sticker.